Event description:
It was reported that a patient's model 106 generator settings was unexpectedly disabled during a m3000 tablet programming session. The patient was programmed back on at the end of the appointment. No further relevant information has been received to date.